Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10846r41, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that the patient had heard an alarm coming from the pump; however, the doctor stated that the patient did not hear any pump alarm. The doctor believed he heard a beeping while in the office but it was possible that it could have been from the physician programmer since the pump logs appeared to show that the pump was in telemetry state. The patient had magnetic resonance imaging (MRI) of the head performed in (B)(6); however, pump logs showed that a stall occurred on (B)(6) 2013. Per the pump logs, stopped pump period may exceed tube set occurred on (B)(6) 2013 and motor stall recovery occurred on (B)(6) 2014. It was stated that the dates could have been mixed up and there was a reason why they did not match up. It was also noted that the patient had a mammogram and computed tomography (CT) scan recently. A refill was performed on (B)(6) 2014, and the expected residual volume (erv) was 4.3ml while the actual residual volume (arv) was 4.5ml. No symptoms were reported that related to this event. The device system delivered hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.